Manufacturer narrative:
D10 concomitant products: cl-839 cl-839 polysorb* 1 vio 75cm kv34 x36 - (lot#a6a1472y); cl-839 cl-839 polysorb* 1 vio 75cm kv34 x36 - (lot#a6a1472y); cl-839 cl-839 polysorb* 1 vio 75cm kv34 x36 - (lot#a6a1472y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intraoperative use while suturing, the suture snapped from the needle with quite little force. A total of three sutures had the same issue. The needle did not fall in the patient cavity. A new suture from a different batch was used to resolve the issue. No patient complications have been reported as a result of this event.